Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and indicating no bootable device. A review of the system logfiles found a malfunction related to reported issue. Upon troubleshooting actions, the fse identified that the software was stopped due to an error. To resolve the issue, the fse replaced the os hdd (operating system hard disk) in the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that an error occurred during inspection, which impact boot up of the system. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.